Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the guidewire could not be inserted in the left ventricular lead. The lead was not used and a new lead was implanted. The patient was in good condition and recovering.